Event description:
It was reported that during an arthroscopy and meniscal repair, t2 did not deploy. There was no significant delay and the procedure was completed with a back-up device. No patient injuries reported.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 did not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an arthrosocpy and meniscal repair, t2 did not deploy. There was no significant delay and the procedure was completed with a back-up device. No patient injuries reported.